Manufacturer narrative:
The insulin pump passed the self test and displacement test. Moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump was received with case cracked behind the insulin pump near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture and then had a blank display. Blood glucose value was 190 mg/dl at the time of the incident. No troubleshooting was performed. The device will be replaced and returned.